Event description:
It was reported that it was suspected there was premature battery depletion. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. Device has not yet reached the elective replacement indicator (eri) voltage of 2.67. Recent battery measurement of 2.9887 volts and a mean longevity of 44.7 months (min of 40.5 months and max of 49.0 months).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).